Event description:
Patient was placed on bipap per doctor request. Verified bipap was place on patient and working properly. Plugged into a backed-up "red" circuit and o2 was hooked up. Charted patient. The family and rn were at the bedside. Stepped away from room and came back to draw an abg and noticed mask was on and secure. Patient had just received diladad and ativan. As I walked in the room, the doctor was talking to the family, the rn was at computer charting and I glanced at the bipap and the screen was black, silent and said vent inop error 100? I told the rn and md I had to disconnect the patient and pull the machine. Patient was placed back on continuous neb and I went to get another machine. Bipap was pulled with everything still attached and placed in backdevice #1is this a laboratory device or laboratory test?no